Event description:
An electrical short in power cord of remstar plus heated humidifier -model 1005792, sn (B)(4) - created toxic smoke while in bed. Fortunately, I was awake and able to unplug unit before a significant problem or potential fire occurred. Power cord was melted into the heating unit rendering it inoperable. I have been advised by respironics and my doctor that this is not a recall situation. Dates of use: (B)(6) 2001 -- (B)(6) 2011. Diagnosis or reason for use: sleep apnea. Event abated after use stopped or dose reduced? Yes.